Event description:
It was reported that (1) tx60b was used during a vertical banded gastric procedure. It was reported by the rep that the surgeon used the tx60b on the distal portion of small bowel. The anastomosis broke down and the pt was returned to the or.